Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the observed mean airway pressure went up by 10cm h2o when the driver was started.

Event description:
The customer reported that after the pressure was set on the ventilator, the pressure increased after the ventilator started to oscillate. There was no patient involvement associated with this issue.